Event description:
It was reported that it was too hard for the patient to draw breaths while connected to the ventilator in nppv mode. The first three breaths were fine, after which the patient appeared to be "suffocating" and had difficulty getting air. When the settings were changed, the patient did well for the duration of the transport. The patient's oxygen level never fell below 90%.